Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis experienced right sided deflation post procedure. A physical examination was performed and confirmed the deflation. As a result, bilateral prosthesis replacement with a mentor smooth round moderate profile 275cc saline prostheses was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/26/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During evaluation of the sample two tears were observed. There was a tear at the union between valve and shell of the implant and another measuring approximately 0.5 cm on the posterior view. Microscopic examination was performed on both ruptures and no damages were noted on the anterior tear. However, the edges of the other tear revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).